Manufacturer narrative:
Initial.

Event description:
It was reported that during assistance for a sensor data issue, the user confirmed glucose values had resumed and experienced hypoglycemia reported at 63 mg/dl after announcing a meal but not eating. The user treated the low and observed glucose rising to 68 mg/dl, with self-treatment using oral carbohydrates. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included transient low glucose that responded to oral carbohydrate intake without hospitalization. Investigation included troubleshooting and user education on appropriate carbohydrate treatment and confirmation of sensor data recovery. Investigation of this case revealed no device malfunction, with the event attributable to an accidental meal announcement without food intake leading to insulin delivery that lowered glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.